Manufacturer narrative:
Pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery and a21 test due to constant motor error alarm during bolus delivery. All operating currents were normal. No pump turn off, check setting alarm or unexpected restart noted during testing. Pump was received with scratched on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and stripped battery cap coin slot (p) note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.